Event description:
It was reported that following a carotid stenting procedure, the stent migrated. The treated lesion was located in the internal carotid artery (ica). A slight aneurism was noted beyond the stenosis in the ica before the stent was deployed. Advancement of the carotid wallstent delivery system proceeded without any issues; deployment "went smoothly and did not show any problems". The physician was satisfied with the original deployment of the carotid wallstent. Three days later during follow up the physician found the carotid wallstent having migrated to the common carotid artery. A second carotid wallstent was then placed a little higher in the artery to secure the first carotid wallstent. The pt did not experience any symptoms and pt status is reported as 'well'.

Manufacturer narrative:
The complainant indicated that the delivery device will not be returned for eval and the stent remains implanted; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.